Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 20,693 joules during a prostate procedure. It was reported that the procedure was completed with a turp. No pt or end user injury was reported. The pt outcome was reported as "okay."

Manufacturer narrative:
(B)(4).